Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "anterior capsule ruptured" (capsulotomy, anterior) product problem: "aspiration problem" (aspiration issue). The surgeon reported the I/a handpiece grabbed the anterior capsule during the procedure. As a result there was a rupture of the anterior capsule. The procedure was complete with an ac iol. Additional follow-up information has been requested.